Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix plug and bard monofilament mesh (soft mesh) on or about (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard monofilament mesh (soft mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.